Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for one sample. The following data was provided (customer provided reference range: 1.6 to 2.6 mg/dl): 04jul2023 (B)(6) initial result = 6.5 mg/dl, repeat = 1.93 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated magnesium results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 46427ud00 and the complaint issue. The overall performance of magnesium was reviewed using field data from customers worldwide. The patient data was analyzed and shows the patient median is within the established limits. Therefore, no unusual reagent lot performance was identified for lot 46427ud00. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the magnesium reagent for lot 46427ud00 was identified.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 processing module for one sample. The following data was provided (customer provided reference range: 1.6 to 2.6 mg/dl): 04jul2023 sid078500166a initial result = 6.5 mg/dl, repeat = 1.93 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(4) an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.